Manufacturer narrative:
A product was not returned for analysis. Four photos were provided. The first photo showed a monarch cartridge being held by an ungloved hand. The view was from the side. The cartridge was oriented with the bottom facing up. Viscoelastic was visible in the cartridge. There appeared to have possible damaged at the end of the tip (top edge). The second photo showed the same view with the cartridge oriented with the top up. The edge of the tip appeared be bent back slightly at the top center. The third photo showed the same view with the cartridge oriented with the top up. The top was angled to show the inside edges. The edge of the tip appears have possible damage (top edge). The fourth photo showed the same view with the cartridge bottom facing camera. The top of the cartridge tip appeared to be slightly bent in at the center. Two videos were provided. The videos showed the same view as provided in the photos. The cartridge tip appeared to be bent back at the top center edge. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during an intraocular lens (iol) implant procedure, during the insertion of the cartridge the physician felt that something was catching and threading. The surgeon carefully removed the cartridge and, upon closer inspection, noticed that the tip had a slight ripple. The surgery was completed on the same day using a replacement cartridge. Additional information was requested but was not available at the time of this report.